Event description:
The recipient was brought to the clinic mentioning not responding to sound from (B)(6) 2024 due to a mild head bang that happened in (B)(6) 2024 on the contralateral site. Re-implantation is planned, no date scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient came to the clinic as she was not responding to sound from (B)(6) 2024 after a mild head bang that happened in (B)(6) 2024 on the contra-lateral site. The recipient has ben re-implanted.

Event description:
The recipient came to the clinic as she was not responding to sound from (B)(6) 2024 after a mild bang to the head, that occurred in (B)(6) 2024 on the contra-lateral side. The recipient has ben re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. This is a final report.

Event description:
The recipient came to the clinic as she was not responding to sound from (B)(6) 2024 after a mild head bang that happened in mid-(B)(6) 2024 on the contra-lateral site. Re-implantation is planned, no date scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.